Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 300 mg/dl. The patient had covid. For treatment, no information was given. The pod was worn between 4 and 24 hours on the arm. The patient was discharged after 2 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.